Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that there were concerns of dislodgement for this right atrial (ra) lead. Technical services (ts) reviewed the reports and noted that there was crosstalk oversensing of the atrial signals on the ventricular channel. The signal was properly blanked. However, there was intermittent functional loss of capture (loc) on the ventricular channel as a result. A chest x-ray was performed, and it was described that the lead appeared to be low. The patient was experiencing presyncope and dizziness. Ts recommended programming changes until lead revision. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that there were concerns of dislodgement for this right atrial (ra) lead. Technical services (ts) reviewed the reports and noted that there was crosstalk oversensing of the atrial signals on the ventricular channel. The signal was properly blanked. However, there was intermittent functional loss of capture (loc) on the ventricular channel as a result. A chest x-ray was performed, and it was described that the lead appeared to be low. The patient was experiencing presyncope and dizziness. Ts recommended programming changes until lead revision. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of dislodgement for this right atrial (ra) lead. Technical services (ts) reviewed the reports and noted that there was crosstalk oversensing of the atrial signals on the ventricular channel. The signal was properly blanked. However, there was intermittent functional loss of capture (loc) on the ventricular channel as a result. A chest x-ray was performed, and it was described that the lead appeared to be low. The patient was experiencing presyncope and dizziness. Ts recommended programming changes until lead revision. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.